Event description:
On follow up it was reported that the device did not break into 2 or more pieces, and there were no fragment. The two products were used on the reported event. After checking with the medical staff information received that there might be a possibility of reuse.

Manufacturer narrative:
H3: product analysis : the irrigation port of the sample was broken. There was a residue consistent with adhesive on the proximal outside diameter of the of the rotating hub for the sample. The proximal outside diameter of the rotating hub should be 0.340 +0.001/-0.002 inches and the actual measurements was 0.341 inches. The sample had binding while indexing the middle assembly. The sample was functionally not tested with the console due to the aforementioned defects. In the returned condition, there was an out of specification condition that was related to the complaint due to physical damage. H6: previous codes fdm - b17, fdr - c20, fdc - d14 no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This is same event as regulatory report #: 1045254-2021-00685. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a health care provide(hcp) that when they opened a new product 40 degree with a navigation system, it was damaged after using 2 to 3 minutes. This event occurred on two products in a row. The endoscopic sinus surgery was completed with a backup product and there was 20min procedure delay. There was no intervention planned/performed. There was no impact to patient, surgeons or operating room staff.